Event description:
Device 2 of 3. Reference MFR report#: 1627487-2019-07706. 1627487-2019-07708.

Manufacturer narrative:
Additional information: concomitant medical products and therapy dates: model, 3186 scs lead therapy date: unknown, model, 3788 scs ipg therapy date: unknown.

Event description:
Device 2 of 3 reference MFR. Report #: 1627487-2019-07706, 1627487-2019-07708. It was reported that the patient was experiencing overstimulation. As a result, the patient's scs system was explanted.